Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. Unable to perform the occlusion test due to the prime anomaly. Damages to the battery cap, battery tube threads, reservoir tube lip, lcd window and a missing end cap sticker noted.

Event description:
Customer reported that his insulin pump is not working correctly and it is affecting his blood glucose. Customer stated that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.